Event description:
It was reported that customer experienced cartridge alarm 20 during cartridge load process after having cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.